Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal 12mm single use instrument opened by the account. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a colostomy, using the device to transect the colon, it started to fire but then jammed and the firing could not be completed. The surgeon had to re-sect and re-staple resulting in tissue loss. No adverse events have been reported. The current patient status is stable.